Manufacturer narrative:
The full event site name in block e is (B)(6) medical center. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and encountered the reported issue, and found that the coiled cable disconnected from the video generator board. To fix the issue, the fse replaced the coiled cable (0012-00-1839). The fse then performed a full calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) display screen was not working properly. Specifically, it was further reported that the screen was "fuzzy." No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Corrected fields: e1 (occupation: should be left blank, health professional: should be left blank), g3 (remove healthcare professional).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) display screen was not working properly. Specifically, it was further reported that the screen was "fuzzy." No patient harm, serious injury or adverse event was reported.